Manufacturer narrative:
Internal file number (B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although, a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approx 22 months post xience v stent implantation on 2 stents in the ramus artery, the pt died. Per autopsy report, the causes of death were arteriosclerotic cardiovascular disease and chronic obstructive pulmonary disease. Although requested, there was no add'l info provided.